Event description:
During a peripheral stenting treatment procedure to treat an aneurysm, the physician was unable to deploy the biliary wallstent monorail 6x22 mm stent. The device was removed, and when deployed on the tabletop, the distal radiopaque marker came off and trapped the distal end of the stent. The procedure was successfully completed with another device. The patient's condition is reported as 'okay'.